Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Event description:
It was reported that suture placement in the right common femoral artery was attempted with two prostyle devices using the pre-close technique via a 6f sheath hole prior to a percutaneous coronary (pci) interventional procedure. Reportedly, resistance was noted when attempting to lower the lever, and the footplate would not close. The device was pulled out of the anatomy with the footplate open causing damage to the vessel. The sheath was upsized to a 14f, and the pci procedure was completed. Post pci procedure, the vessel damage was treated using a covered stent which delayed the procedure. Once the device was out of the anatomy, the lever was lowered, and the footplate closed. Hemostasis was achieved with the covered stent. There was a reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
Visual inspection and functional testing were performed on the returned device. The reported difficulty closing the foot and device entrapment was confirmed based on the returned device condition. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot specific issue. Based on the information received and analysis of the returned device, the investigation determined that the reported difficulty closing the foot and device entrapment appears to be related to the foot lever actuated out of sequence step #4 prior to removing the plunger/ needles step #3 resulting in damage to the internal components and contributing to the inability to close the foot and subsequent device entrapment. The patient effect of blood transfusion, hemorrhage, dissection are listed in the prostyle instructions for use (IFU), adverse events, section as a potential adverse event associated with use of the vessel closure devices. The subsequent treatments appear to be related to procedure circumstance. The reported patient effects of blood transfusion, hemorrhage, dissection are listed as known inherent risk of the procedure. Based on the results of the complaint investigation there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. Correction: g3 - date received by mfg: initial report aware date, filed in MFR# 2024168-2024-07579-00, updated from 06/07/2024 to 06/06/2024.

Event description:
Subsequent to the initially filed report, the following information was received: user facility medwatch report#: mw5156180 was received that states: "while attempting to deploy a perclose device, the foot plate malfunctioned. When the provider attempted to remove the device from the body, damage occurred to the femoral artery. This required a stent graft to seal the tear and prevent further harm. Patient required 2 units of prbc (packed red blood cells) to be transfused." Subsequent to the initial MDR report, additional information was received. The right common femoral artery was calcified. Post procedure, a non-abbott covered stent was used to achieve hemostasis and treat the vessel damage. Two units of packed red blood cells were transfused. Once the device was out of the anatomy, the lever was lowered, and the footplate closed. A clinically significant delay in the procedure was reported. No additional information was provided.